Event description:
A customer reported experiencing a low blood glucose event earlier in the day, with the lowest level recorded at 52 mg/dl. Cause was not known. The customer consumed carbohydrates to address the low blood glucose level. Technical support advised the customer to consult a healthcare professional to explore potential factors affecting blood glucose levels.